Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was unknown. On the same day as event onset, the patient began treatment with an injection of vancomycin (1.5 gram, after five days, route not reported) and an injection of fortum (1 gram, daily, route not reported) for peritonitis. At the time of this report, antibiotic treatment was ongoing and the patient outcome was unknown. Extraneal therapy was ongoing. No additional information is available.